Event description:
(B)(4). Initial info was reported by a physician to a sales rep on (B)(6) 2009: this is case 2 of 4: a pt of undisclosed age and gender received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] and experienced diffused nodules (dose, dates, indication unk). Medical history and concomitant medications were not provided. No further relevant info reported. This case is associated with case ID (B)(4).